Manufacturer narrative:
Additional information received via medwatch report (B)(4). Additional information b5: it was reported that a spectrum iq pump had a 24 hour bag of chemotherapy (500 ml volume to be infused, flow rate of 20.83 ml/hr and dose of 500ml) running on a patient that ended 1.5 hours earlier than anticipated. This occurred at the critical care unit. There was no report of patient injury or medical intervention associated with this event. (Health effect-impact code). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the device was found to deliver within expected range. Additionally, evaluation found the device to signal properly at the end of infusion. A review of the event history log identified a matching 24 hour infusion where the device delivered a total volume of 495ml with remaining volume to be infused (vtbi) of 4.6ml. The device would not be expected to notify of a completed infusion based on the remaining vtbi. The ehl shows the device alarmed air in line and was unable to re-start after several re-start attempts which aligns with the report that the bag was actually empty (thus would intake air). The ehl does not show the device performing out of tolerance as the perceived remaining vtbi is within 1% of the total programmed infusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed to detect when the infusion completed over multiple tests at the biomedical service department. The device failed to detect infusion complete during a 24 hour infusion using a 1000ml bag, with the programming set to volume infused (vtbi) 500ml and rate: 20.8ml/hr. The user programmed multiple 24 hour and scaled 4-hour infusions were taken to confirm results. The pump did not alarm 'infusion complete' displayed liquid left to be infused even if bag was empty. There was no patient involvement. No additional information is available.